Event description:
A butterfly needle was used in an attempt to draw a blood specimen on a pt. After the venipuncture was completed, the tubing was leaking all over the bed due to a leak in the tubing at the end of the steel needle. The pt had to be restuck, resulting in a delay in treatment.